Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, the patient had a skin revision when their abutment was replaced. The implant remains in-situ.